Event description:
Pathological markers of cd30+ and alk- were provided. Device was confirmed for the right side.

Manufacturer narrative:
The event of lymphoma is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Healthcare professional reported unknown side "lymphoma," further specified as "alcl." Treatment of "chemotherapy" was provided, and the device was explanted. Pathological markers were not provided.